Event description:
It was reported that the user disconnected from the ilet, administered 4 units of external novolog by injection, then reconnected to the ilet within minutes and experienced recurrent hypoglycemia despite oral carbohydrate intake; review of the device¿s algorithm history showed zero insulin on board during the low readings, and insulin delivery was paused and later resumed per guidance. Symptoms included sweating associated with documented hypoglycemia down to 39 mg/dl. Outcomes included transient functional impairment due to low glucose that required oral carbohydrate treatment and real-time troubleshooting; no medical intervention beyond self-treatment and education was required. Investigation included review of device history and algorithm data with the user and operational guidance on pausing and resuming insulin. Investigation of this case revealed that the hypoglycemia followed external insulin administration while disconnected and early reconnection, with device records indicating no automated insulin delivery during the hypoglycemic period, consistent with appropriate low-glucose suspend behavior and no device malfunction. It was concluded, based on previously established findings for similar reports, that user self-administration of insulin and rapid reconnection leading to insulin stacking was the most likely cause.